Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 188mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Reliability analysis (new) unit was monitored in oven for a day and no excessive "no delivery" alarm noted.